Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 19-nov-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 1 .8mg/day via an implantable pump. The indications for use were non-malignant pain. The patient¿s medical history included chronic low back pain. On 21-feb-2019 it was reported that the patient had return of pain. The environmental, external or patient factors that may have led or contributed to the issue was approximately one year ago, the patient stopped having the pump refilled because per the patient, the prior managing healthcare provider was not willing to use therapeutic dose. The patient reports having excellent relief, then the managing physician insisted on reducing his dose and it was no longer therapeutic, so he stopped having it filled. The patient stopped going so the pump ran empty. No dosing information was or would be available. The diagnostics and troubleshooting performed as a cap aspiration was done to check the patency of the catheter with no csf (cerebral spinal fluid) return. X-rays confirmed the catheter had migrated out of the it (intrathecal) space but no reason or date of occurrence was available. The actions and interventions taken to resolve the issue was a catheter replacement was planned as well as a pump replacement if insurance approves it. The date was not scheduled yet, likely in the next 6 weeks. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.